Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 709952, 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("depression"), tooth disorder ("dental problems"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dyspepsia ("digestive issues/heartburn"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced flank pain ("flank pain"). On (B)(6) 2015, the patient experienced dermatitis ("dermatitis"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), anaemia postoperative ("anemia after removal"), menstruation irregular ("irregular cycles"), insomnia ("insomnia"), mood swings ("mood swings"), hot flush ("hot flashes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), migraine ("migraines"), anaemia ("anemia"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (to remove the implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, headache, anaemia postoperative, menstruation irregular, insomnia, mood swings, hot flush, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, dermatitis, migraine, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, dyspepsia, alopecia, flank pain and gastrooesophageal reflux disease outcome was unknown and the anaemia had resolved. The reporter considered alopecia, anaemia, anaemia postoperative, depression, dermatitis, device breakage, dysmenorrhoea, dyspepsia, fatigue, flank pain, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, menstruation irregular, migraine, mood swings, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of abnormal bleeding (general), vaginal haemorrhage and menorrhagia was reported as (B)(6) 2017, onset date for headache, migraine, anemia was (B)(6) 2017 and onset date of fatigue was (B)(6) 2017. Discrepant information - essure start date updated from (B)(6) 2010 to (B)(6) 2010. Diagnostic results: (B)(6) 2010, upt was negative. In (B)(6) 2010, results of essure confirmation test was total bilateral occlusion result. (B)(6) 2016, desire removal of the essure device. Right side removed completely. Left side very small proximal portion was left 4 cm right ovarian cyst (simple) drained. Procedure(s) (lrb): salpingectomy laparoscopic (bilateral) removal of essure devices bilaterally; drainage of simple cyst on the left side. Findings: normal uterus, fallopian tubes and right ovary. Left ovary with a 4-5 cm simple cyst. (B)(6) 2016, surgical pathology: final pathologic diagnosis. Bilateral fallopian tubes, laparoscopic salpingectomy: bilateral fallopian tubes with no significant pathologic changes paratubal cysts. Essure inserts identified. Specimen(s) received. Fallopian tube, salpingectomy· bilateral fallopian tubes with essure device permanent clinical histor. Pelvic pain bloating feels it related to the essure device. Gross description: received in formalin, labeled with the patient's name and medical record number, designated "bilateral fallopian tubes with essure device", and consists of two separate fimbriated fallopian tubes. The shorter fallopian tube is 3,8 cm in length, 0,8 cm in diameter, with tan-gray serosa, there are two paratubal cysts measuring 0.4 and 0,5 cm, filled with straw-colored fluid, the longer fallopian tube is 4,9 cm in length, 0,8 cm in diameter, tan-gray serosa, there is a 0,7 cm paratubal cyst, filled with straw-colored fluid, protruding through the proximal end of the longer fallopian tube is a 5,2 cm in length, 0,2 cm in diameter, metal coil consistent with an essure device, an additional 3,1 cm in length, 0,3 cm in diameter, intertwined metal coil consistent with an additional essure device is also identified, representative sections are submitted as follows: cassette (1) shorter fallopian tube, including longitudinal sections of the entire fimbriated end, 4 pieces; and cassette (2) longer fallopian tube, including longitudinal sections of the entire fimbriated end, 4 pieces. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Events alopecia, anaemia, depression, dermatitis, dysmenorrhoea, dyspepsia, fatigue, flank pain, genital haemorrhage, hot flush, insomnia, menorrhagia, migraine, mood swings, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. 709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("depression"), tooth disorder ("dental problems"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dyspepsia ("digestive issues/heartburn"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced flank pain ("flank pain"). On (B)(6) 2015, the patient experienced dermatitis ("dermatitis"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), anaemia postoperative ("anemia after removal"), menstruation irregular ("irregular cycles"), insomnia ("insomnia"), mood swings ("mood swings"), hot flush ("hot flashes"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary infection"), migraine ("migraines"), anaemia ("anemia"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (to remove the implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, headache, anaemia postoperative, menstruation irregular, insomnia, mood swings, hot flush, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, dermatitis, migraine, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, dyspepsia, alopecia, flank pain and gastrooesophageal reflux disease outcome was unknown and the anaemia had resolved. The reporter considered alopecia, anaemia, anaemia postoperative, depression, dermatitis, device breakage, dysmenorrhoea, dyspepsia, fatigue, flank pain, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, insomnia, menorrhagia, menstruation irregular, migraine, mood swings, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of abnormal bleeding (general), vaginal haemorrhage and menorrhagia was reported as(B)(6) 2017, onset date for headache, migraine, anemia was (B)(6) 2017 and onset date of fatigue was (B)(6) 2017. Discrepant information - essure start date updated from (B)(6) 2010 to (B)(6) 2010. Diagnostic results: (B)(6) 2010, upt was negative. In (B)(6) 2010, results of essure confirmation test was total bilateral occlusion result. (B)(6) 2016, desire removal of the essure device right side removed completely. Left side very small proximal portion was left 4 cm right ovarian cyst (simple) drained. Procedure(s) (lrb): salpingectomy laparoscopic (bilateral) removal of essure devices bilaterally; drainage of simple cyst on the left side. Findings: normal uterus, fallopian tubes and right ovary. Left ovary with a 4-5 cm simple cyst. (B)(6) 2016, surgical pathology: final pathologic diagnosis bilateral fallopian tubes, laparoscopic salpingectomy: · bilateral fallopian tubes with no significant pathologic changes. · paratubal cysts. · essure inserts identified. Specimen(s) received fallopian tube, salpingectomy· bilateral fallopian tubes with essure device permanent clinical history pelvic pain bloating feels it related to the essure device gross description: received in formalin, labeled with the patient's name and medical record number, designated "bilateral fallopian tubes with essure device", and consists of two separate fimbriated fallopian tubes. The shorter fallopian tube is 3,8 cm in length, 0,8 cm in diameter, with tan-gray serosa, there are two paratubal cysts measuring 0.4 and 0,5 cm, filled with straw-colored fluid, the longer fallopian tube is 4,9 cm in length, 0,8 cm in diameter, tan-gray serosa, there is a 0,7 cm paratubal cyst, filled with straw-colored fluid, protruding through the proximal end of the longer fallopian tube is a 5,2 cm in length, 0,2 cm in diameter, metal coil consistent with an essure device, an additional 3,1 cm in length, 0,3 cm in diameter, intertwined metal coil consistent with an additional essure device is also identified, representative sections are submitted as follows: cassette (1) shorter fallopian tube, including longitudinal sections of the entire fimbriated end, 4 pieces; and cassette (2) longer fallopian tube, including longitudinal sections of the entire fimbriated end, 4 pieces. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), anaemia ("anemia after removal") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (to remove the implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, headache, anaemia and menstruation irregular outcome was unknown. The reporter considered anaemia, device breakage, headache and menstruation irregular to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.